Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke roughly 0.33 from the base. The broken piece was returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. There was an additional observation not reported by the site. The instrument was found to have teflon pad damage on the clamp arm. No material appears to be missing.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer noted that the tip of the harmonic ace instrument was broken. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 18-oct-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the harmonic ace instrument was reportedly inspected prior to use, and no issues were noted. The harmonic ace instrument did not collide with any other instrument or tool during the procedure. The tip of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure.